Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a surgery, it was noticed that the tip of the reflex ultra seemed to be off (had no power) and the insulator wasn¿t there at the tip. The procedure was resumed, without any delay, using a similar sn back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the tip is worn from use. The tip is bent.. A functional evaluation was performed on the returned device and found the wand still activated as normal and showed 4/2 on the displays when plugged in, even though the tip is bent and damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the power problem could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause of the damaged tip could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a surgery, it was noticed that the tip of the reflex ultra seemed to be off (had no power) and the insulator of the tip didnt come at all when the package was opened. The procedure was resumed, without any delay, using a similar sn back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 b5 and h6: event description and impact codes updated. H3, h6: additional information received/reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the insulator of the wand's tip didnt came at all when the package was opened, therefore, the out of box assembly issue did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.